Event description:
Subject was seen for first trial visit on (B)(6) 2015. Subject passed away unexpectedly due to an embolism unrelated to the trial on (B)(6) 2015. Other than this issue, the subject was in very good health for her age.